Manufacturer narrative:
Analysis on the returned power conversion has an electrical failure that was found. It failed bench testing and transistors were shorted. Concomitant medical products: other relevant device(s) are: product ID: bi71000176r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that while slowing down, but not stopping, from full speed, there was a pop and flash from the power conversion assembly (bi-700-00283), and the drive function stopped. Visual inspection of the pcba showed a trace going to k6 was vaporized and this was determined to be the probable cause. No patient present.